Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Conductor coils in several areas were noted to be deformed/stretched likely due to handling at explant. Inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. Additional information received indicated that the ventricular lead was removed due to lead to lead adhesions. The lead was explanted and replaced. No additional adverse patient effects were reported.